Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a catheter fracture occurred. The target lesion was located in the right coronary artery (rca). A guidezilla¿ guide extension catheter was selected for use. During procedure, an unspecified 6f guide catheter was engaged in the target lesion and the guidezilla was inserted; however, resistance was encountered 10cm into the guide catheter. The physician made continued attempts to advance the guidezilla¿ when it was noted that the transition zone near the collar snapped. The detached component that was in the guide catheter was removed entirely. The procedure was completed with a different device. No patient complications were reported.